Manufacturer narrative:
Block b3 date of event: date approximate. Additional suspect medical device components involved in the event: brand name: linear? 3-4 upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7075966, UDI: (B)(4). Brand name: linear? 3-4 upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7072603, UDI: (B)(4).

Event description:
It was reported that the patient was lacking pain relief from her spinal cord stimulation (scs) system. The patient underwent a revision procedure in which the entire system was explanted. There were no patient complications reported. The explanted devices will not be returned as they were retained by the customer.